Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump over-delivered insulin. Customer experienced a hypoglycemic event. Customer stated that the blood glucose reading was 53 mg/dl. Customer treated with cookies and orange juice. The current blood glucose reading is 79 mg/dl. Customer treated with food. Nothing further reported.